Event description:
The manufacturer received information alleging a patient experienced not enough air coming through the mask of a dreamstation 2 advanced auto CPAP device. The device settings during the event were reported to be ramp 7 and flex off. The device showed service required then cleared itself and worked again. The patient reports the device sounds like it is losing air and not blowing right. The patient experienced waking up dizzy and fell one morning. The patient went to the emergency room after falling and found out their arm was broken. The patient states the device is cleaned a few times a week with baby shampoo and dawn dish soap. The filters have not been changed recently. The device has not yet been returned to the manufacturer for evaluation. If any additional information is needed, a follow-up report will be filled.